Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "dr. (B)(6), implanted 2 joints - both allegedly stryker. Early 2009- rt knee- revised in (B)(6) 2010, and a right hip implanted in (B)(6) 2011. In early (B)(6) 2011, pt injured his right hip. He further alleges that his right leg is now shorter than prior to surgeries.